Manufacturer narrative:
The product was not returned for analysis. Photos provided showing implanted iol on a monitor. Tweezers are holding a material, the material seems to be transparent and round in shape. The second photo shows implanted iol on a monitor and both haptics of the iol are visible alongside the material held by the tweezers. Based on our observations of the attached photo, a foreign material round in shape observed to be held by tweezers. A definitive determination of the origin of the material cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a follow up, that during a cataract extraction with intraocular lens (iol) implant procedure, a piece of foldable acrylic material was injected along with the iol, the foreign material was removed at the same surgical time of the iol implantation.